Event description:
The customer reported that the screen was going black when taking a picture, and the system displayed a communication error message. The system was locking up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operation as intended.